Event description:
A peritoneal dialysis (pd) patient's wife contacted fresenius technical support to report an issue with liberty select cycler. Reporter stated while in end of treatment process they heard a hissing noise and then the screen visibly became darker until in blacked out completely and there was burning smell like plastic or rubber burning after the screen went dark. Issue: burning smell/blank screen, screen was blank during treatment complete. Pressed ok / stop and touched the screen but screen remained blank. Rebooted cycler, ok and stop keys lit up but the screen remained blank. Issue: noise, reporter stated while in end of treatment process they heard a hissing noise before screen dimmed and went blank. Issue: screen brightness problem, screen was dim during treatment complete - unknown step. Display brightness was (unknown) unable to check due to blank screen, advised to discontinue use of this cycler. Fresenius technical support replaced cycler due to blank screen, advised to contact pd nurse to inform of replacement. Time of arrival for replacement of cycler on (B)(6) 2025 before 8pm. Upon follow up it was determined that the patient was able to complete treatment. No harm or adverse events were experienced and no medical intervention was required. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were not visual indications of dried fluid within the cassette compartment. There were not visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2441 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Touch screen test passed. Voltage check test passed. Screen brightness test passed. System air leak test passed. Valve actuation test passed. Teach pumps test passed. A pre-accelerated stress test simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.